Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. No frozen display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 400 mg/dl and 298 mg/dl. Customer treated with injection. Customer stated insulin pump had multiple pump errors. Customer was unable to clear alarm. Customer stated insulin pump had crack in casing and frozen. The insulin pump will not be returned for analysis.